Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct sections d10 and h3 and to provide the completed investigation results. The unused sample that was initally reported to be available was confirmed to be for MDR no. 3013394970-2019-00145 and not this report, therefore this report has been updated to show the sample is not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided; date of birth - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; explanted date: device was not explanted; health professional: requested, not provided; occupation: requested, not provided. The unused device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that five days after the involved angio-seal device was used the patient mentioned pain in the groin. There was a bump present and even after a manual pressure bandage was used it did not get any smaller. It was recommended that the patient have vascular surgery. The patient was reported to be in stable condition. The patient takes the following medications: aspirin and clopidogrel. Bleeding occurred outside of procedure room with hematoma present. A pre-deployment angiogram was performed. This was a left femoral artery stick. The patient was hospitalized due to the event. The patient did not require extended hospitalization for this event. Patient was recommended for vascular surgery due to hematoma. CT scan and ultrasound were both performed. There were not multiple sticks, and the procedure was not high stick. Patient did not require transfusion. The posterior wall was not punctured.